Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the display on the insulin pump went blank. The reported blood glucose reading was 151 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.